Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem as a no image defect was found due to a damaged charged coupled device cable. Also, the coupler was damaged. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer camera head was returned to olympus for repair for a reported ¿cable broken, adapter broken.¿ the problem occurred during reprocessing. The scheduled procedure was completed with another similar device. There was no delay and no death, injury or harm was reported. Upon inspecting and testing, a no image defect was found due to a damaged charged coupled device cable. This report is being submitted to capture the no image defect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the loss of image was due to a faulty charged coupled device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.